Event description:
It was reported that the catheter was ruptured externally three days after placement. The catheter was withdrawn and a new one was implanted. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1504 showed one other similar product complaint(s) from this lot number.